Event description:
Biv ICD was implanted on (B)(6) 2010 w/o any complications. However, chest x-ray performed next morning revealed that the left ventricular lead had deployed into left atrium. Therefore, the pt underwent repositioning of the lv lead with extraction of old lead and implantation of new left ventricular lead on (B)(6) 2010. Pt was discharged the next day on (B)(6) 2010 after cxr showed intact leads and device interrogation showed normal.